Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had complained of pain behind the pump. The physician described an encapsulated area behind the pump, but not surrounding it. It was indicated to be a seroma and, on the day of report, the physician drained it and saw that the fluid was discolored. Subsequently, a specimen was sent for cultures and the patient was put on six weeks of intravenous antibiotics. At the time of report, there was no patient injury. The device system had been used to deliver infumorph. Three days later, it was reported that cultures had all been negative. The patient was reportedly fine and had no issues with therapy. Four days after that, it was reported that, as of a refill on of (B)(6) 2014, dilaudid and bupivacaine had been added to the pump. That same day, the concentration was increased only slightly, ¿maybe 10%¿. The end date for the drugs was indicated to be (B)(6) 2014; however, it was also indicated that the low reservoir alarm was set to occur on (B)(6) 2014.